Event description:
Sorin group (B)(4) received a report that, during cardioplegia delivery, the double head pump suddenly stopped and displayed an error message. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during cardioplegia delivery, the double head pump suddenly stopped and displayed an error message. There was no report of patient injury. A sorin group field service representative went to the facility and changed out the motor control board. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.